Event description:
During a pci procedure, the quantum maverick monorail ptca catheter balloon rutpured before 20 atms on inflation. The number of inflations and to what atms is unk. The lesion being treated was a calcified lesion. All concomitant using products were unk. The procedure was successfully completed with another of the same device. No pt injuries or complication were reported. Pt status is reported as 'good'